Event description:
On (B)(6) 2012, the pt reported insulin leaking into the cartridge compartment of the infusion device. The pt changed the insulin cartridge two days ago and saw that it was filled with insulin today. She removed the insulin cartridge from the infusion device and poured the insulin out of the cartridge compartment. The pt could see insulin leaking from the cartridge plunger. The pt will use her backup infusion device until a replacement arrives. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, insulin cartridge, infusion set, and adapter were requested to be returned for eval.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to a handling error. Result cartridge: the customer has returned one opened cartridge and complains leaked cartridge. The responsible quality department has performed a visually inspection and found a small crack at the surface of the cartridge. The whole process was investigated and according to the production facility this error could not happened during the production process. Based on these results we classify this complaint as single fault caused by external force. The lot number is unknown, so the investigation on the retain sample is impossible. Up to now we do not have any further complaints regarding this fault. Infusion set: a visual inspection and tests for flow and leak were performed on the returned used device. All test results were within specifications. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. Pump: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer is related a handling error of the product.